Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer was causing the system to display a blank black screen and fail to turn on. A field service engineer replaced the controller board and the control module to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was causing the system to display a blank black screen and fail to turn on. The customer stated that the nurses had to get the medication from another unit or have it delivered from the pharmacy and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.